Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that patient faced 5 infusion set fell off event in between 06-jun-2024. The infusion set was in for 2 hours. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 5. E1: patient city: (B)(6). Patient country: (B)(6).